Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The field service engineer replaced the diss air filter (water trap). The ventilator passed pre-use check and was cleared for clinical use. No further investigation was performed on the replaced air filter. No part was returned for investigation. The air filter is located between the compressor and the ventilator. If the air filter malfunctions/starts leaking during ventilation, audible and visible alarms such as low air supply pressure and high o2 concentration can be raised depending on the size of the leak. Ventilation may stop as a worst case scenario. As the defective air filter was not returned for investigation, the root cause could not be determined.

Event description:
It was reported that the air filter that is connected between the ventilator and the air compressor was defective. The patient involvement is unknown. Manufacturer ref.#: (B)(4).